Event description:
It was reported to boston scientific corporation in 2005 that a low profile gastrostomy device was used during a replacement procedure (patient age, gender and weight are unknown). According to the complainant, the connector detached 2 weeks after replacement. The procedure was completed with another device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The locking connector was detached from the returned device. Upon examination, bonding material was present in the location where the locking connector would be, indicating a sufficient bond process. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown.